Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the connector was torn off of the olympus rigid scope. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h6, h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "connector is torn off" occurred due to excessive use or the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.